Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: follow up type - additional/ device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a connection issue is reportable based on the finding of signal loss greater than an hour. The sensor was inserted into the thigh on (B)(6) 2020 which is off-label usage of the device. No injury or medical intervention was reported.